Event description:
The customer reported that at the end of the procedure, the device activated without the activation button being pushed. The instrument worked correctly up until that point. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.